Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the motor device would move to the left by itself during use. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that the initial medwatch report MFR# 1045834 - 2016 - 13452 is a duplicate of MFR# 1045834 - 2017 - 10741. Therefore, please reference MFR# 1045834 - 2017 - 10741 for all further reporting regarding this event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.